Manufacturer narrative:
Based on the claim against the product by the customer noting broken jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.183" x 0.652" was found to be broken off and the broken piece was not returned. The complaint regarding broken jaw was confirmed by failure analysis.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper had a broken jaw. There was no report of patient involvement or reported injury.